Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, a capsule tear occurred. Additional information has been requested.

Manufacturer narrative:
The product was returned. Solution was observed on the lens. Bent haptics and optic damage were observed. The root cause for the capsular tear could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. (B)(4).